Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. A visual inspection was performed and the sample did not present signs of use or issues. The kit was opened and underwater testing was performed. There were no issues found. The reported issue could not be confirmed. However, a possible root cause can be due to inappropriate use of cleaning agents or excessive force used with the device. The instructions for use warns: do not use a sharp clamp or instrument to handle the catheter since even a minor cut could tear or break the catheter. Do not stretch the catheter too much tension could tear the catheter. A corrective action is not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling according to procedure) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a single lumen peripherally inserted central catheter (PICC). The customer states the line was leaking somewhere on the catheter body. The patient decompensated, cxr was done. Tpn/lipid fluid pulled from thoracic space. The infant was placed on vent and line was pulled. Chlorhexidine was used to clean the skin area and the area completely dried prior to insertion. It was not difficult to handle the catheter during insertion. It was not difficult to secure and was secured with tegaderm dressing. The PICC was inserted on (B)(6) 2016 in the right upper extremity, svc, t4-t5. The PICC was in continuous use. 3ml/5ml was used to flush the line. The PICC was removed (B)(6) 2016 and replaced with a new PICC. The patient is off vent and stable.